Event description:
It was reported that the patient underwent gynecological surgery on (B)(6) 2011 and mesh was implanted the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(46). It was reported that patient underwent removal of mesh on (B)(6) 2011 due to vaginal pain, infections and numbness. Concurrent surgeries:total laporscopic hysterectomy, bilateral salpingo-oophorectomy , lyses of adhesions and posterior colporrhaphy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.